Event description:
One week after the radial artery procedure, the patient returned with a noted redness and swelling at the entry site. Skin irritation was treated with cold compresses and antibiotics.